Manufacturer narrative:
(B)(4). No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's pacemaker system was surgically abandoned due to the right ventricular (rv) lead capture thresholds steadily increasing. The patient underwent surgical intervention to abandon the system. A new pacemaker and rv lead were implanted on the other side of the body. No additional adverse patient effects were reported.